Manufacturer narrative:
The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the perforator unit was inspected using the unaided eye. Unit was received disassembled and could not be tested as received. IFU testing was performed with no observed anomalies. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. Testing includes: rpm verification of primary drill driver using a laser tachometer via: non-contact method for drills without a safety clutch. Contact method for drills with a safety clutch. Semi-automated process operation. Manual process operation. Passing criteria includes: must disengage as the inner drill tip breaks through and pushes down a round slug. Outer drill should not drill through the bottom of the test board (leaves a shelf between the inner drill diameter and the outer drill diameter). Must complete drilling successfully for a total of five holes. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint. The risk remains acceptable per the risk analysis. Although the complaint was not confirmed, root cause was investigated using the risk documentation. Per the risk document, potential causes of failure include: perforator components cannot withstand multiple sterilizations/uses, impact introduction of drill to skull able to cause scoring on the pin/triangle/slot interface, inadequate spring (k-factor and/or length), drill used for multiple holes; chatter/deformation of pin/slot interface, drill allows to be set incorrectly, incorrect specification of surface finish for inner drill outer drill and pin, or user misuse.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received; the procedure was delayed 5 minutes due to product failure. The procedure went ahead as planned, the tumor was resected with no brain damage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the codman disposable perforator plunged into the tumor and failed to stop when they had gotten through the cortical bone when performing surgery for a meningioma that had grown into the bone. The perforator then had gotten stuck (wedged into the bone). They did not want to use the power if it cut through the tumor into the brain. They were trying to pull it out and felt that it was snapping away from the inner secondary piece located inside the blue plastic casing. Due to the nature of the case and the spring-loaded clutch design the physician can imagine what has happened based on ongoing tumor pressure on the tip of the perforator.